Manufacturer narrative:
Sections with additional information as of 7-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 320 and 149 mg/dl. The customer¿s expected morning fasting blood glucose test result is 108 mg/dl and expected afternoon blood glucose test result range 2-3 hours post meal is 125-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/23/2022 and test strips were opened 1-2 weeks prior to call. Customer stated that she does not test on a frequent basis and she only could provide test strip information for the lot she is currently using. The meter memory was reviewed for previous test result history: (B)(6).